Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right ventricular lead, undersensing and low r-waves were noted. The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.